Event description:
Reference number (B)(4). Event occurred in the united states. On 17-jun-2024, it was reported that the patient faced infusion set cannula was bent within 3 or more hours after insertion, which caused the patient blood glucose levels elevated to high, therefore patient had received correction bolus via pump. The infusion set was in use for 3 days. The patient first went to emergency room and was subsequently hospitalized received IV and fluids of saline and insulin. The patient had high ketones and released from hospital on (B)(6) 2024. The patient replaced infusion set and resumed insulin successfully. No further information available.